Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of malaise, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) rocephin 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for pasteurella multocida, and the patient¿s antibiotic was continued. The patient remains hospitalized and is recovering from the serious adverse events. The pdrn attributed causality to the patient interacting with her multiple cats during ccpd therapy without utilizing proper hand hygiene afterwards. The patient continues to undergo ccpd therapy while hospitalized without any reported issue and will likely be discharged over the weekend. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.